Event description:
From staff: in body with a rotablator wire, end of wire broke off the tip of wire. From op report: this procedure was complicated by fracture of a tiny piece of distal guidewire, which lodged in a tiny terminal branch of the ramus.